Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2016, the patient contacted lifescan alleging that their onetouch delica lancing device developed a cocking control issue. The following complaint was classified based on the customer care advocate (cca) documentation. The patient stated that the alleged issue began on an unknown date and time prior to contacting lfs. The patient manages her diabetes by self-adjusting insulin doses. The patient claimed that she developed the symptoms of "sweaty, shakes, hard time breathing and had a seizure" on an unknown time after the alleged issue with the lancing device began. The patient stated that she self-treated with glucose tabs /gel. The patient reported using a us meds lancing device. At the time of troubleshooting, the cca noted that the issue was occurring before the lancing device fired; it was not the first time the device was being used and had been in use for 1 year prior to the alleged issue. There was no misuse of the product, the patient was using the correct lancets and the gauge of lancets was 33g. After the csr reviewed the technique to collect sample the issue remained unresolved. Replacement product was sent to the patient. This complaint is being reported because the patient was unable to provide a blood glucose sample to test on the subject meter which led to them suffering signs/symptoms which are suggestive of an acute complication of hypoglycemia after the alleged meter issue began.